Manufacturer narrative:
Other - pulmonary embolism. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient implanted with bone cement used in kyphoplasty procedure. It was reported that the patient underwent a successful kyphoplasty and presented with shortness of breath approximately 3-4 weeks p ost-procedure. Imaging showed pulmonary embolism. Patient being symptomatic indicated extravasation. There was cement leak within the vertebral body to a vein. No further complications were reported/anticipated.